Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not used her scs system in months, as she experienced pain at the ipg site due to weight loss. In addition, the ipg was moving in the pocket. In turn, the patient underwent surgical intervention at which time the ipg was explanted and replaced with a different model. Reportedly, effective therapy was restored postoperative,